Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her neck was bothering her on the day of this report. The patient checked the patient programmer (pp) and thought the settings have changed. The settings currently showed 2.50 and 5.40; usual settings were 2.50 and 2.90. There have been no trauma or falls that could be related to this issue. The patient has had no procedures, but had botox on her legs six days prior to this report. The patient was going to follow up with her health care provider (hcp) to discuss programming and troubleshoot as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.